Event description:
Event description: we were performing an atypical flutter. Patient arrived in sinus rhythm. We inserted the decanav in the right atrium and we reconstruct with it quickly the right atrium anatomy, then the decanav was placed inside the cs and used as reference. The stsf inside the right atrium. We started the ep study and a flutter was induced with 330 cl and cs1-2 in first position. We mapped the flutter in the right atrium with the stsf and the activation map and also the cs signals suggested a left sided flutter. The doctor decided to go on the left atrium performing a tran septal puncture. So she removed the stsf from the patient body and she kept the decanav inside the cs. For the tran septal puncture the doctor used a brk needle and the puncture was guided through fluoroscopy and guide pressure curve. At the moment of the tran septal the pressure curve of the guide showed a high curve that suggested an aortic puncture. After a while the blood pressure dropped and an echo was performed on the patient. The echo confirmed a tamponade. A pericardiocentesis was immediately performed and the patient was stabilized with no need of surgery. He was kept under observation. The doctor said that she is convinced that the tamponade was due to the tran septal puncture and no related to the catheters. The stsf was never reinserted inside the patient body. Was surgery delayed due to the reported event? Yes, if yes, number of minutes: case cancelled, was procedure successfully completed? No, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, if no, explain: patient had pericardial tamponade, patient status/ outcome / consequences. Yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Pericardial tamponade, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe. Pericardiocentesis, is the patient part of a clinical study. Unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).